Event description:
Ous MDR - after an implantation period of about 13 months, shock impedance values < 25 ohm were reported during pocket manipulation and hands pressing together. The lead was not returned to biotronik and no indication of any intervention was noted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular 17 cm distal to the df4 connector pin the insulation was found rubbed through. In this region the coating of the conductor cable to the rv shock coil was found damaged. These findings can be considered as the root cause for the clinical observations. Based on the characteristics of the damage it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state due to exposure to constant friction against the ICD housing. Further damages, such as the cuts in the insulation and the deformed shock coil, most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.